Event description:
It was reported the system displayed a 'stator not on' error message and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.